Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the lead implant procedure, the physician was unable to fix the lead in the right atrium. After several failed attempts, the physician decided not to use the lead. The patient did not experience any adverse consequences during the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.